Event description:
The customer had his blood glucose tested using his contour meter and his doctor's meter. The doctor's meter read around 110 mg/dl and his contour read more than 100 mg/dl higher. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return his test strips for evaluation. Replacement test strips and a new meter were sent to the customer.